Event description:
Healthcare professional (hcp) reports 2 incidents of the titanium adapter separating for the home pt's (hp) peritoneal dialysis catheter. Noted during use. No further info reported. Multiple attempts made to obtain add'l info. No response received.